Event description:
It was reported that the patient¿s implant battery was dead. A manufacturing representative (rep) checked it and confirmed the ins s tatus a year ago. The patient had severe pain in her back at the ins site, which started the day prior to the report. Her doctor did not think her implant was infected, since it was not red or swollen. The patient inquired if the ins could leak or cause pain. It was noted that she was in a car accident 2 months ago. It was also noted that she was getting another ins in a month and a half. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative (rep) did see the patient approximately one year ago, but the exact date was unknown. The patient was overdischarged at that time. The rep tried working with the patient and educating her but the patient never followed through. The patient was not compliant. She would fail appointments and was difficult to work with because there was a possibility that the patient was abusing her pain medication. Her speech was slurred and her cognitive ability was poor. The rep tried working through the patient¿s husband and the patient would never come in for an appointment. The rep was not sure but believed the patient¿s physician fired her. The rep had not seen the patient in a year.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).